Event description:
It was reported that the patient's right ventricular lead was capped and replaced on (B)(6) 2024 due to loss of capture. The patient was stable and did not experience any health issues.